Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2/21/2024, it was reported by a sales representative via phone that (2) ar-3636h self bunching 1.8 knotless hip fibertak broke during use. The first ar-3636h fibertak (lot: 15137412) prongs broke off during insertion, and all fragments were removed using a shaver. Then, the second ar-3636h fibertak (lot: 15122947) had a portion of the inserter break in the bone, and the fragments could not be removed. There was no case delay, and the repair was completed, with no other products being used after. This was discovered during a hip arthroscopy with labral repair and femoroplasty procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is attributed to misuse due to excessive force used to pry and/or leverage the device.